Event description:
After inserting the phaco tip in the eye and beginning phacoemulsification, the end of the tip broke off. Tip was removed from eye without complication. Procedure computed with new device.